Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: alinity m resp-4-plex (list 09n79-090) lot 382959 retain sample was tested by the complaint support team. Lot 382959 met all validity and acceptance criteria with no error codes. All curves did not cross the threshold and were interpreted as negative. The validity rate for the specimen samples was calculated at 100% which meets the specimen validity criteria for each target outlined in the package insert. As a result, a potential product deficiency was not identified by this evaluation. Customer data review: the runs involving the reproted sample identification (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. The customer performed 48 sample water run, in which all four targets were detected. The customer performed environmental decontamination and instrument cleaning as per weekly and monthly procedures. As such, environmental contamination cannot be ruled out as a factor for the customer's discrepant results (false positives). The reported samples are near to their respective target's limit of detection (lod). Therefore, the result may not be reproducible. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 382959 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 382959 and its components.this CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 382959 or component lot# 3829591. Complaint history review: the complaint history review was performed to identify complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit lot # 382959. A product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency could not be identified by this review.

Event description:
The customer reported 3 false positive results on the alinity m resp-4-plex assay. The customer provided the following discrepant results: sample ID (sid) (B)(6) : sars-cov-2 cycle threshold (CT)=32, flu a CT=38, re-tested negative, sid (B)(6) : rsv CT=38 (re-tested positive), and flu b CT 38 (re-tested negative on genexpert), sid (B)(6) : flu b CT 37. The customer retested the samples due to the high CT values. The discrepant results were not reported outside the lab. There was no impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.